Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and insulin delivery with multiple cartridges. Reportedly, the customer continued to use current pump and contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 138-198 mg/dl.